Event description:
A surgeon reported that during insertion of an intraocular lens (iol), one haptic split vertically and tore the capsular bag. The wound was widened to allow removal of the lens. Another lens was inserted, but the tear enlarged. The second lens was then removed. The surgeon performed an anterior vitrectomy and implanted on iol outside of the capsular bag. The pt developed post-operative edema that was treated topically.